Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a MRI done while wearing the insulin pump. The insulin pump alarmed motion sensor test failure. Customer's blood glucose level was not reported. The displacement verification test did not pass because the customer received another motion sensor test failure alarm. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had a motion sensor test failure alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, operating currents, prime, off no power and excessive no delivery alarm tests due to the motion sensor test failure alarm. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a broken belt clip slot and cracked display window.